Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: during testing, the pump powered on and the display was found to be blank. The pump case was removed and the display screen was found to be cracked/damaged. A test display screen was inserted and found to function properly. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the bumper pad. No battery cap was returned with the pump. A test battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The distributor alleged that the display screen was broken. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).